Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient sample. The results provided were: initial = 38 /retest after recentrifuging = 16 / second retest = 12u/ml. The customer reported the 12u/ml result to the clinical side. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated ca19-9 results. A review of complaints did not identify an increase in complaint activity for falsely elevated results. Accuracy testing was performed with a retained kit of lot 29134m500 and it failed for panels 1 and 2 out of specification. A swap-out study was performed in which calibrators, reagents, and panels were tested in different configurations. The original configuration using lot 29134m500 passed. Data analysis was performed to assess the performance of the assay and it demonstrated that the median patient values have not shifted over time and that lot 29134m500 read patient results consistently. A review of labeling shows adequate discussion of how to address inconsistent results. A deficiency was not identified as the patient mean data review shows that lot 29134m500 performed per specification. There is not enough information to reasonably suggest a malfunction. No additional issues were identified; no further action is required at this time.